Manufacturer narrative:
(B)(4). The customer returned a 20 ga x 3-1/2" long needle with a blue hub that was part of a catheter over needle assembly. A piece of the needle hub was broken off. Under microscopic examination it was observed that there were also cracks in the needle hub. A device history record (DHR) review was performed on a potential lot number and there were no issues found that could relate to the reported complaint. The report of a cracked needle hub was confirmed by visual examination of the returned sample. A piece had broken out of the needle hub and there were also cracks in the needle hub. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the hub of the needle is broken.

Manufacturer narrative:
(B)(4). Potential catalog number is cs-25853-e. Potential lot number is zf3037579.

Event description:
The customer alleges that the hub of the needle is broken.